Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that she did not see a fire, smoke, sparking or any exposed wires on the power supply cord, but did see a breach in the transformer housing, "a hole a little bigger than a pin head." She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that she would returned the original power supply. However, as of the date of this report, the power supply has not been received. A breach in the transformer housing poses a safety risk. Without the product, an analysis/eval cannot be performed, the customer's complaint that there is a hole in the transformer housing can be neither refuted nor substantiated, and the cause of the issue cannot be determined. A conclusion cannot be reached. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a supplemental report will be filed. CAPA (B)(4), approved on 11/18/2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process.

Event description:
The customer reported that the power supply for her pump "stopped working and blew a little hole in the back of the box part of the adapter one day recently. It also emitted a smell that reminded me of an electrical fire." The customer did not report an injury.